Event description:
Boston scientific received information from a retrospective study designed to investigate where the implantation of a left ventricular assist device (lvad) affected implantable cardioverter defibrillator (ICD) function. Data was collected from thirty patients. Nine of which had boston scientific/guidant systems. Right ventricular (rv), right atrial, and left ventricular lead impedance, sensing, and capture thresholds were recorded before and after lvad placement and subsequent lead-related interventions were noted. Significant pre and post differences were noted for all rv lead parameters: sensing amplitude decreased; impedance decreased; and threshold increased. Clinical events included: two instances of loss of sensing and capture, one instance of undersensing of ventricular fibrillation during testing, one instance of lead oversensing resulting in an inappropriate shock, one instance in which ICD reprogramming was needed, and three instances where lead revision performed.

Manufacturer narrative:
The findings of the study were summarized in the article: ambardekar av, lowery cm, allen la, cannon ap, cleveland jc jr, lindenfeld j, brieke a, sauer wh. Effect of left ventricular assist device placement on preexisting implantable cardioverter-defibrillator leads. Journal of cardiac failure. 2010 apr; 16 (4): 327-31.